Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that insulin began leaking during the load process. Customer was unsure of where the leak was coming from. Customer changed the infusion set and stated insulin stopped leaking and insulin delivery was resumed. There was no reported impact to customers` blood glucose level.